Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head snapped off in mouth [device breakage]; the 2 remaining brush heads have become so lose and wobbly [device connection issue]; the first brush head out of the pack didn't rotate [device physical property issue]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via social media on 15-feb-2017 that she purchased a pack of 4 oral-b power oral care refills precision clean and stated that the first one out of the pack didn't rotate; she thought this was just a one-off so discarded it. She explained that the second head in the pack snapped off in her mouth after a couple of weeks. She reported that the remaining 2 brush heads had become so loose and wobbly that she had to stop using them in case they broke off. The consumer asserted that she had never had any problem with oral-b products before so was hoping that this was just a faulty pack. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 15-feb-2017 received follow-up phone call from consumer: the consumer reported that this was not the first time that she had used these particular brush heads. No further information was provided.